Event description:
Boston scientific received info that this pacemaker detected noise on the right ventricular (rv) lead. Low amplitudes, over sensing and pacing inhibition were noted. However, the pt had and underlying rhythm and there were no pt symptoms. The lead has been programmed to unipolar as nothing could be sensed in bipolar and normal impedances were seen in unipolar. Auto capture shows no retry. Programming options were discussed as this pt has a long p-r interval and paces all the time. At this point the physician has elected to monitor the pt as pacing was capturing and the pt's rate was slow enough to pace all the time. No adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.